Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and the universal serial bus (usb) connector was found to be damaged. Functional testing and data download was unable to be performed because the device was received in a condition making evaluation  impossible. Therefore the complaint of a loss of connection could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter being used at the time of event was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and no failures were detected. The reported event of a loss of connection was not confirmed with the returned transmitter. A root cause could not be determined.